Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2019 at 2.00 pm local time . It was reported that the customer had high blood glucose levels of over 33 mmol/l. It was reported that the insulin pump was having battery lasting not more than a day even with a new battery cap and was receiving multiple no delivery alarms. It was reported that the customer was treated with intravenous drip at the hospital. It was reported that the high blood glucose event began on (B)(6) 2019 and the infusion set was changed on (B)(6) 2019. Troubleshooting was not completed during the call. Product is expected to return for analysis. Frn-mmt-326-rsvr; unomed set.